Event description:
Giraffe omnibed barcode (B)(4) and serial number (B)(4); incubator. Infant flipped arm into side rail space as it was closed, humeral fracture. Pm up to date (passed) and completed post event (passed). FDA safety report ID # (B)(4).